Event description:
Customer reported an issue with the dpm central station display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative instructed the customer to reboot the cpu board which resolved the issue.